Event description:
It was reported that the right ventricular lead had an apparent fracture, with high impedance and oversensing noted. An alert triggered. Upon dissection of the lead from the pocket, when the stylet was advanced and the pinch-on tool was applied, the pin spun easily without torque, indicating a probable multifilar fracture. The lead was partially removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal segment was returned, analyzed, and the distal conductor was flexed and fractured. It was noted that there was blood in the distal conductor, the outer insulation was breached cut, the overlay tubing was breached cut, the overlay tubing was breached melted, the outer insulation had a cosmetic depression, and there was cosmetic environmental stress cracking.